Manufacturer narrative:
Additional information h3, h6 and h10: a service history review revealed the device had been serviced within the last 12 months. The current reported problem does appear as a repeat symptom within the past 12 months, however the problem was not reproduced during the prior service and the device was able to properly detect an upstream occlusion. Review of the prior service record indicates that all service actions were completed during the previous return. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had no alarm for upstream occlusion. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.